Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was observed detached near the lapjoint section. Impedance testing shows a good unit wave form. Image test could not be performed due to the condition in which the device returned.

Event description:
Reportable based on device analysis completed on 06-jan-2023. It was reported that visualization issues occurred. The 90% stenosed was located in the moderately tortuous and severely calcified vessel. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the screen became dark, and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed detachment on the imaging window near the lapjoint section.